Event description:
It was reported that during an elective upgrade that a complaint of dislodgement was noted for the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received a complete lead was returned in two pieces. The device was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.